Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that following a pertrochanteric proximal femoral fracture, the patient underwent a gamma3 nail implant at rizzoli hospital. Intraoperatively, the distal nail locking screw, after some failed attempts, could not be inserted for unknown reasons. To prevent the weakening of an osteoporotic bone or to avoid starting the fracture synthesis again (stable and satisfactory), the surgeon decided not to insert the screw.